Event description:
On (B) (6) 2010 pt reported she received a blood glucose reading of 440 mg/dl and she last changed her infusion set on (B) (6) 2010. Pt stated, when she removed the infusion site; she saw blood on the adhesive part. Educated pt on proper site rotation. Educated on alternative site areas. Pt's normal blood glucose is 130 mg/dl. Pt reported, her blood readings have ranged from 83-204 mg/dl this morning. She stated, she has not received any error messages on her infusion device. On follow up call on (B) (6) 2010. Pt and her husband reported she has used a new infusion area and has had no issues. Pt's husband stated her readings have done really well. Submitted request for additional training. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Replacement was sent; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.